Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, qual, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from the process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery date is (B)(6) 2014. The revision surgery was performed due possible pt fall and subsequent broken medial calcar. The surgeon removed the original femoral head, femoral stem, and neck. They were all revised to omni products of the same size but were replaced within the same revision surgery by new non-omni products.